Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing with double counting during the post implant impedance test. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).